Event description:
Follow-up information was received on 02-oct-2019: the author informed that this was a pathology based article and that the brand of the material used was beyond the scope of the paper.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, discrete mass, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Article citation: martin, l.h.c., hankinson, p.m., and khurram, s.a. (2019). Beauty is only mucosa deep: a retrospective analysis of oral lumps and bumps caused by cosmetic fillers. British dental journey, 227(4), 281-284.

Event description:
This case was linked to 3013840437-2019-00006 and 3013840437-2019-00007 referring to the same literature article. This literature report from UK concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid into the parotid region. After the treatment with hyaluronic acid, the patient presented with discrete mass, also mentioned as foreign body reaction to exogenous material. The provisional diagnosis was cosmetic filler. Histological appearance was homogenous basophilic material. The patient showed no host response to the injected material. The outcome of the event was not reported. In the opinion of the author, the most common late complications were that of nodules or foreign-body granulomas. Clinical presentations tended to be of multiple or singular nodules, oedema, generalised swellings or local indurations. It was worthwhile considering infections and abscesses in the differential diagnosis, however bilateral nodules at multiple sites (with a clinical history of a filler injection) were likely to be indicative of a foreign-body response. Temporary filler materials such as hyaluronic acid gels had a minimal foreign-body response, with a lower chance of significant adverse effects and can be managed more easily with hyaluronidase.